Event description:
It was reported that foreign matter was found before use with a needle 18x1-1/2. The following information was provided by the initial reporter, "there is a ¿hair¿ inside the packaging and it¿s still fully sealed."

Manufacturer narrative:
H.6. Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined and it was identified that there is a fiber inside the blister pack. The fiber was examined using 40x magnification and was visually identified as a hair. One (1) photo was provided by the customer for investigation. The photo shows the returned sample, the hair is visible in the blister pack. Furthermore, a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Probable root cause, operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. Additionally, all product is sterilized by bd prior to shipment by the customer. Bd acknowledges that there was a hair in the sample provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a needle 18 x 1 - 1/2. The following information was provided by the initial reporter, "there is a ¿hair¿ inside the packaging and it¿s still fully sealed."